Event description:
Customer experienced discrepant ise results for two patient samples. Potassium results for one patient, generated on this analyzer, were discrepant. Customer realized the problem when results were compared to previous results for the patient and by checking their exception report. Sample was initially tested on a c411 analyzer, the potassium result was 4.9 mmol/l. This result was reported. Sample repeated four times on this analyzer gave 5.5 (accompanied by h data flag), 4.9, 4.8 and 4.8 mmol/l. Same sample was also run on another c501 analyzer which gave 4.7 mmol/l. Erroneous potassium result was not reported, patient was not affected. Electrode lot # was not provided. Investigation is on-going.

Event description:
The user received erroneous low sodium results which were questioned by three physicians. No data for these samples could be provided. The user randomly selected seven patient samples and sent them to the "main lab" for comparison testing. Of the data provided, the sodium results for two samples were discrepant. Sample 1 initial result was 126 meq/l, repeat result was 133 meq/l. Sample 2 initial result was 132 meq/l, repeat result was 140 meq/l. None of the patients were treated based on the erroneous results. The user stated the physicians came to her and questioned the results and were ignoring those reported on (B) (6) 2010. The lot number of the sodium electrode was not provided. The field service representative determined there was a defective mixtower and replaced it. To verify the analyzer operation, he ran calibrations, controls and precision testing.

Manufacturer narrative:
The field service representative did not find a cause for the discrepancies. He bleached sample and reagent lines and checked rinse mechanism. The field service representative ran diagnostic checks, all were acceptable. He ran calibration and qc to verify analyzer operation.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.